Event description:
An optometrist reported a male patient experienced a corneal ulcer in the left eye while using complete multipurpose solution easy rub formula to care for his contact lenses. In follow up with the patient he indicated that he has been experiencing red eyes, irritation and eye infections since 2008. He was treated on at least two occasions, once in september and again in october or november with prednisone and polymyxin antibiotic. At that same time he was switched to coopervision pro clear lenses from acuvue contact lenses. His most recent event occurred this past easter sunday. He experienced irritation and said his eyes felt as though they had sand in them. The following morning his eye was swollen and painful. He saw his eye care professional and was diagnosed with a corneal ulcer. No culture was performed. Treatment included prednisone and levofloxain. Patient also noted that he had a sinus infection at the time he was diagnosed with a corneal ulcer. Patient stated he has fully recovered. Patient indicated he has been using the same bottle of complete easy rub solution since one month prior to original month. He has not always used complete and switches solutions based on what's on sale. He may have been using a different product at the time of the event but cannot confirm it. Patient uses 10 different lens cases and doesn't know how long he has had them. He does not discard his solution from the lens case daily and adds solution to the lens case if it looks like it is getting low. He does not practice rub and rinse step. He infrequently cleans his lens case with soap and water. He does not sleep with his lenses on but does shower with them on. He said he swims with lenses on in pool and also swam on without any googles.

Manufacturer narrative:
A review of the manufacturing records for the reported lot was performed; no deviations were noted and product met all specifications. Chemistry evaluation results of retained unit from the reported lot were within specifications. Microbiology evaluation of retained unit from the reported lot showed the solution to be sterile. The root cause has not been established. See also mdrs 2020664-2009-00025, 2020664-2009-00026, 2020664-2009-00030, 2020664-2009-00035 with same reporter.